Event description:
The carescape telemetry server went down, causing loss of monitoring for four patients. Two of these patients were immediately discharged from the hospital; however, the other two went unmonitored for approximately 1 hour until the biomed admitted them to an alternate server. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.